Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296 implantable pacing lead (B)(6) 2013; d314trg bi-ventricular defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that an alert was triggered for high superior vena cava (svc) coil lead impedance. The lead data showed an abrupt rise in svc coil impedance, high pacing impedance measurements, high thresholds, loss of capture and a possible lead fracture in the right ventricular (rv) lead. The svc coil was programmed off and the lead is scheduled to be replaced. No patient complications were reported as a result of this event.